Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the power cord melted in the socket. A boston scientific company representative provided assistance and opted for a power cord adapter replacement. The communicator remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device manufacture date for this product is october 6, 2015.

Event description:
--